Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not going to be returned. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that primary post-operative bleeding occurred after a tonsillectomy where the device was used. There was less than 250cc of bleeding and the issue occurred one day post procedure. The surgeon believes the generator may have been responsible for the post-op bleeding. The accessory in use with the generator was a non-medtronic suction coagulator. The bleeding was expected by the customer.